Manufacturer narrative:
Device has not been returned to the MFR; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
It was reported that a patient underwent a revision surgery for the removal of a bone screw that fractured at an unk time post-op. No patient complications were reported.